Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2015, the patient's blood glucose (bg) readings over 795 mg/dl with polydipsia, polyuria, rapid deep breathing, extreme drowsiness, blurred vison, difficulty waking up, and symptom of dehydration. It was reported that the patient was treated with insulin via pump and injection by medical personnel at the regional hospital. The patient allegedly remained hospitalized without any recent adjustments to the pump settings. The reporter alleged that there was an accurate delivery issue with the pump. Review of potential cause for inaccurate delivery issue revealed that the basal history does not match active basal program. Troubleshooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown causes.